Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the reported issue and suspected the issue was with the catheter circuit. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was not inflating the intra-aortic balloon (iab). It was later clarified that the reported issue was that the iabp stops working while providing therapy to the patient and generates a "circuit leakage" warning. There was no report of patient harm and no adverse event was reported.